Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was used during a procedure in the common bile duct, performed on an unknown date in (B)(6) 2010. According to the complainant, the stent was placed at another hospital by an interventional radiologist . On an unknown date, the stent occluded and there were holes noted in the outer covering of the stent. The complainant reported that there is tissue and tumor ingrowth and so is unable to be removed. Because of the occlusion, the patient is having plastic stents placed regularly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age is unknown; however it was reported that she was (B)(6) old. Device was implanted on an unknown date in (B)(6) 2010. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.